Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Updated summary: customer reported to medwatch of having change sensor alerts before the 7 day period is up and were more frequent when she slept on the side of the sensor. Customer also had sensor updating for 1-5 hours for 2-3 times per week. When the sensor reading is off from the blood glucose reading, she would get a calibration not accepted alert, which happened weekly. Customer said when the sensor was updating, she would get a lower basal rate and her blood sugar would go high. She also said that after calibration not accepted alert, the system would go into minimum basal mode and her blood sugar would go high. Customer later reported on (B)(6) 2025 that she recently had two nights in a row of lows, so she set the smartguard target to 150mg/dl rather than her usual target of 100mg/dl. She said the pump was too aggressive with insulin boluses and gave her bolus at glucose value of 133mg/dl and she experienced hypoglycemia on (B)(6) 2025. She also said she had entered her blood glucose as 265mg/dl but the pump displayed it as 206mg/dl. No treatment was mentioned for the low or high. Troubleshooting was not done as customer was not there at the time of the callback. Pump was used within 48 hours of the low. Smartguard was used. Pump is not returning for analysis. Please see (B)(4) for the high blood glucose event documentation on (B)(6) 2025.

Event description:
It was reported to medtronic minimed that the customer reported a over delivery anomaly, change sensor alert, sensor updating alert, calibration not accepted alert and difference in sensor glucose vs blood glucose. The customer reported a blood glucose value of 133 mg/dl. The customer reported hypoglycemia and hyperglycemia, treated with an insulin pump. The event involved products mmt-7040a, mmt-342g, mmt-441ak, and mmt-1884. Troubleshooting was not performed. No further patient complications were reported. It was unknown whether the customer will continue to use the device. No product return is required for mmt-7040a. No product return is required for mmt-342g. No product return is required for mmt-441ak. No product return is required for mmt-1884.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.